Event description:
It was reported that the stopper on the bd plastipak¿ syringe was "melted".

Manufacturer narrative:
Investigation summary: it has been received 1 used sample with open blister of 50ll lot 1808214 and 2 pictures for investigation. Upon visual inspection of the sample and pictures received, it can be observed the stopper is wrong assembled to the plunger, it is distorted against barrel walls. The sample is disassembled not observing any damage or molding defect in the plunger rod that could have caused this defect. DHR of lot 1808214 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused because the plunger-stopper was not correctly aligned to the barrel at the moment of assembly. There is a camera in the assembly station to detect stopper wrong assembled or missing stopper. Since no incidence has been found during manufacturing process the root cause of this misalignment or lack in detection cannot be determined. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Fmea for assembly process pp-2d05 includes control modes for this defect. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on the bd plastipak¿ syringe was "melted".